Event description:
It was reported that the substitute foley catheters were clogging and were having to be replaced. It was stated that the staffs were thinking they were isolated incidents until they started comparing notes and realized there so many issues. The nurses had been asked to fill out safety reports on the patients that had needed their foley replaced. Also stated that one nurse alone had about 3 to replace over the last week. It was also stated that the customer was having trouble in identifying the model number and the only identifying information that the customer got from the staffs was that the image of the bag that had a different clamp than normal surestep trays. Per additional information received on 05oct2021, it was reported that the foley had clogging and the patient safety reports were filed but no patient harm was reported. Customer confirmed only 3 incidents that were reported to them. They were using bard foley care kits, substitute for the surestep trays and could not identify which trays were in each department at the time of the incidents.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No potential root cause could be concluded due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the substitute foley catheters were clogging and were having to be replaced. It was stated that the staffs were thinking they were isolated incidents until they started comparing notes and realized there so many issues. The nurses had been asked to fill out safety reports on the patients that had needed their foley replaced. Also stated that one nurse alone had about 3 to replace over the last week. It was also stated that the customer was having trouble in identifying the model number and the only identifying information that the customer got from the staffs was that the image of the bag that had a different clamp than normal surestep trays. Per additional information received on 05oct2021, it was reported that the foley had clogging and the patient safety reports were filed but no patient harm was reported. Customer confirmed only 3 incidents that were reported to them. They were using bard foley care kits, substitute for the surestep trays and could not identify which trays were in each department at the time of the incidents.